Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via a manufacturer representative that there was no response from the probe during a proced ure to treat the patient's parotid gland. There was no delay and no intervention performed. The procedure was completed with a backup device. There was no patient impact.